Event description:
Surgery date: 02/11/2000. During the surgery procedure, the interoperative x-rays revealed the tip of the instrument had broken off inside the pt. Surgeon spent 45 minutes to retrieve the broken piece.